Manufacturer narrative:
E1 complete address: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had an abnormal image. The issue was found service / maintenance (not in a clinical setting). There were no reports of patient involvement.

Manufacturer narrative:
This report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the customer's allegation was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: universal cord failure, insertion part twist. A definitive root cause for the could not be identified. Based on the results of the investigation it is likely that the event reported is caused by a component failure of the universal cord. The insertion part twist was caused by a component failure of the outer tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.